Event description:
It was reported ¿the (B)(6) year old woman received thyroid lobectomy as well as lymph node dissection in left 3, 4, 6 region due to thyroid cancer at the first affiliated hospital (B)(6). It is learned that the packaging of the product was checked before use, and the packaging was intact. The simple examination was also performed and no abnormal condition of the product was found. The intraoperative monitoring showed that the recurrent laryngeal nerve signals were good. After the removal of the left thyroid gland, the doctor¿s finger touched the sharp bare wire when lifted the isthmus of thyroid gland and turned it to the opposite side, it was then found that the electrode wire of the trachea tube protruded and damaged the trachea of patient. The operator then immediately performed the repairment of trachea and carried out the close postoperative and postoperative care. The laryngoscopy was performed after the operation. The patient has no adverse condition until now and the recovery is fair. The patient is currently in good condition. The elasticity of the trachea assured itself to gradually restore to be firm after the tube wire being pulled out.¿ the patient was reported to be in good condition post-operatively.

Manufacturer narrative:
This device is used for therapeutic monitoring purposes. (B)(4). The device was not returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.